Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-05831. It was reported that vessel perforation occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the right coronary artery (rca). A samurai wire was advanced to the distal rca when a perforation was noticed. The perforation was treated with the implant of a promus element plus drug eluting stent (des) in the ramus interventricularis anterior (riva) artery. The stent was noted to be under expanded due to calcification. No further actions were taken. The patient remained stable throughout the whole procedure. The patient is considered to be recovered and stable.